Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged power issue began at an unspecified time on (B)(6) 2017. The patient manages their diabetes with a combination of medications including lantus, humalog, tanzen, metformin, glimepiride and lyrica. The patient denied making any changes to their normal diabetes management routine as a result of the alleged power issue. The patient stated that a day after the alleged power issue occurred they developed symptoms of ¿dizzy, wobbly and weak¿; however, did not require any form of treatment as a result of these symptoms. At the time of troubleshooting, the cca noted that there was no misuse of the product and the patient was using the correct test strips. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the alleged issue and reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged meter issue began.